Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient harm. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. It was noted that the instrument sets have been used multiple times a week for many years. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was an issue with this is a two-part instrument involving the rod introduction pliers and additional sleeves. The sleeves were not fitting the reduction pliers; the old ones were too loose and fall off and the new ones were too tight. Multiple sets were opened to piece multiple items together to create one usable instrument. The surgery was not prolonged as the issue was noticed at the start of the procedure. This is report 1 of 9 for (B)(4).